Event description:
It was reported that the device exhibited oversensing and noise, all of which began about three months prior. These were reproducible in the clinic during further testing with the patient making body and arm movements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 26 - ventricular nst<=210 ms average v-cycle between (B)(6) 2011 04:09:56 and (B)(6) 2011 12:27:59. Sensing - interference/noise: ventricular short interval count v-sic=26.6 counts avg/day, in 97.9 days, between (B)(6) 2011 13:40:47 and (B)(6) 2011 11:23:49.